Manufacturer narrative:
Concomitant product(s): dtmb1d4 crt-d, implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically low p-waves and the lead position check failed. All atrial therapies were programmed off, but the lead remains in the patient. No patient complications have been reported as a result of this event.